Manufacturer narrative:
The sample was not returned for evaluation; however, the sample for (B)(4) was returned, which was for the same issue and had the same product code/lot number combination. A review of the device history record revealed no manufacturing anomalies. The returned sample was visually inspected, during which no anomalies were noted. The oxygenator sample was filled with water from a single container and the temperature at the thermistor was measured. A separate oxygenator sample was also filled with water from the same container and the temperature was measured at this thermistor. These thermistors were not from the same lot number. There was a temperature difference of approximately 2 degrees celsius between the two readings, with the returned sample reading a high temperature. Evaluation of the returned sample compared against the measurements from the experimental sample found that the temperatures were close in readings, with a slight difference in temperatures. It is possible for slight temperature differences between products due to the fluid changes. The previous type of oxygenator used by the customer, supplied by (B)(4), is not known or available; therefore, it could not be compared against the returned sample. It is possible if the thermistor is in a different location on the different oxygenator, for the temperatures to be slightly different, but there should not be a large difference in readings. Although there was a 2 degree difference between the samples, this should not be a functional issue; therefore, the complaint has not been confirmed. It could not be determined what caused the noticeable difference experienced by the customer. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. (B)(4). Conclusion not yet available-evaluation in progress

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, while using the rx25, it was noticed that the arterial temperatures were under-reading and lower venous temperature while rewarming the patient. Changing the cable and cleaning the contact points ended with no luck. This has been noticeable using different heater coolers in different operating rooms. It is suggested, that the thermistor port may be too far out, meaning the thermistor tip is not sitting correctly. This customer recently switched from using (B)(6) products to now using us products. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted. (B)(4). Additional testing was performed for this complaint. The sample was not returned; however, the sample for (B)(4) was returned, which was for the same issue and had the same product code/lot number combination. This sample was used for the investigation. The returned sample was visually inspected, during which no anomalies were noted. In addition, a tc ((B)(6)) fx25 oxygenator sample was obtained as well as (B)(4) lot ua11 retention sample. The three products were set up in a series and water was circulated through the units. Temperatures were taken from each of the samples at room temperature, warm temperature (approximately 42 degrees celsius), and a cooled down temperature, once steady state was achieved at each level. There were no substantial temperature differences between any of the samples at any temperature. Evaluation of the returned sample for (B)(4) compared against the retention samples found that there was no difference between the temperature readings. The reported event was not able to be replicated and the complaint was not confirmed. It is known that there can be variability in the depth that the thermister reaches within the oxygenator port, this variability exists in both the (B)(4) manufactured oxygenators as well as the (B)(6) manufactured oxygenators. In addition, if temperatures are taken at two separate locations and then compared, the variability in the fluid may cause the temperatures to truly be different at these different locations. If temperatures are read at a time that the fluid is being warmed or cooled, and a steady state temperature is not achieved prior to measuring this temperature, this will also cause a difference in readings. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.